Event description:
It was reported that the patient presented for an implant procedure. It was noted that it was difficult to insert the right atrial (ra) lead to the pacemaker's port. When the ra lead was connected there was no low voltage output. The pacemaker was not used and replaced during procedure. The patient was stable.